Event description:
The customer reported that the during performance verification test, customer observed error codes message sof da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed and data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.